Event description:
It was reported that the console no longer recharged. The event happened during treatment with the patient at home. There was a delay greater than one hour since the alarm started until the home hospitalization team arrive at the patient's home with the back up device. There was no harm or injury reported to the patient due to the delay.

Manufacturer narrative:
The investigation into this complaint has now been completed. The manufacturing records reviewed show that there was no issues at the point of release that could have caused or contributed to the reported event. A review of the complaint history found other instances of this reported issue. These instances are being monitored to determine if additional actions are required. The renasys touch non-connect device with serial ktcb190196 and intended for use in treatment, has not been returned for evaluation. Due to this it has not been possible to establish a relationship between the reported failure and the device and the root cause is undetermined. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. Should the device or additional information be received, this complaint will be reopened and reevaluated.